Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds with no capture. The ra lead had dislodged and had pulled back into the superior vena cava. Loss of slack in the lead is suspected for the dislodgement. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.